Manufacturer narrative:
This event was assessed and is being reported as part of a retrospective review of events, which was in response to MDR criteria revisions and ongoing process improvements. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that one or more nightly audits had been missed. Investigation found the monitor has never sent a nightly audit. It was found the data collection for the implantable cardiac monitor (icm) is set to off. The patient was advised to have the device setting changed with a programmer in clinic. It was further reported the nightly audits are now sending. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.